Event description:
Olympus medical systems corp (omsc) was informed that during uncertain surgery, the ptfe pad had come away from the grasping section of the subject device. They swapped in another similar device immediately and continued with the procedure successfully. Further info could not be obtained.

Manufacturer narrative:
The subject device was not returned to omsc for evaluation. The manufacturing record of the affected lot number was reviewed with no irregularities. Omsc could not determine the root cause of the reported event because the subject device was not returned. However, based on the similar event, the ptfe pad is most likely to come away from the grasping section is closed without any tissue. Improper handling could not be ruled out as a contributory factor to the report event. The above handling has already been restricted on the instruction manual of the subject device. This report is being submitted as a medical device report in an abundance of caution.